Event description:
Patient reported left side rupture against a non-allergan device. Device remains implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).